Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes at a follow-up visit, dashes (---) were noted for several parameters. After reprogramming the atrial sensitivity from 2.0 to 3.0 mv, the device could not be interrogated or programmed.